Event description:
It was reported that customer was experiencing high blood glucose for the past several hours. The customer's most recent glucose reading was 156 mg/dl, and the customer has treated with the insulin pump. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and the test passed. It was stated that after receiving the tubing clamp, a high pressure test was performed twice and the insulin pump failed the test. Advised that a replacement of the insulin pump will be sent and to revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.